Event description:
It has been reported to philips that etco2 did not coincide with patient's condition and have this checked for accuracy and function. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.